Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted through psr on 29/jan/2014 and 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified sharp broken on posterior and non-penetrating nicks. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp broken on posterior due to an unidentified (tear) opening. The event of autoimmune/connective tissue disorders is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling. As a physician has not confirmed the reported event, it is allergan's approach to compliance to resolve all doubts in favor of reporting. Determined medical device reporting (MDR) decision based on the information provided at this moment in time, MDR will be reevaluated if and when additional information is provided.

Event description:
Patient reported, "stroke of the optic nerve" (neurological disorder) and ¿spot on my lung¿ (other). Additionally, health professional reported a right side rupture. Device was explanted.